Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers noted on the display. Analysis was unable to program boluses due to keypad anomaly. Analysis was unable to perform self test and confirm any display anomaly due to keypad anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the bolus count would not stop scrolling. The customer reported that there was keypad anomaly. The customer's blood glucose was 400 mg/dl at the time of incident. The insulin pump will be returned for analysis.